Event description:
During a breast biopsy, they were trying to take a sample and were not getting any samples. They removed that probe and noticed that the cutter was not spinning. They aborted the case with no samples being retrieved. The pt was sent home under normal post biopsy instructions and will be rescheduled after a loaner arrives. During troubleshooting they removed the blue cable and the dc adapter for the blue cable fell off.